Manufacturer narrative:
Corrected data: in the initial report in section h10, a reference to section h6 patient code 3191 - explant was provided, however, the reported explant was captured under health impact code 4629 device revision or replacement. Additional information: section d9: device available for evaluation: yes. Section d9: return to manufacturer: 1/25/2021. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed what viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed two other complaints have been received for this production order number, but they are not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate between 9/3/2020 and 12/3/2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) was explanted from the patient's operative eye in the secondary surgery due to dysphotopsia. Incision was enlarged for the surgeon to removed the lens and replaced with a non-johnson and johnson lens. Patient outcome was not provided. No additional information provided.